Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
On (B)(6) 2024 a right heart catheterization was performed. The sensor pressures were compared to the pressures from the right heart catheter and the sensor baseline was decreased by 12.6 mmhg. Contrast was used to investigate blood flow past the sensor and found that there was no blood flow past the sensor. The sensor was confirmed to be in a small vessel. It is unclear if the sensor migrated to this vessel or was implanted there.

Event description:
On (B)(6) 2024 a second sensor was implanted due to the dampened waveforms for sensor (B)(6). It was reported that the second sensor also transmitted dampened waveforms and the physician reported that the patient anatomy limited vessel options and they ultimately opted to deploy the sensor in a branch of the right pulmonary artery which measured approximately 6 mm. According to the cardiomems hf system instructions for use the patient¿s pulmonary artery vessel inner diameter must be >7 mm at the site of device implant. The dampening of the second sensor is reported in MDR-2024-18602.

Manufacturer narrative:
The reported event of sensor transmitted dampened waveform reading was confirmed. As reported, the sensor (B)(6) was in a vessel with a small diameter. A second sensor was implanted but the dampening persisted due to another small vessel diameter of 6 mm. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.